Manufacturer narrative:
There is no additional treatment or revision being pursued at this time and the surgeon continues to monitor the patient's condition for any indication requiring intervention. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Pain, discomfort, or abnormal sensations due to the presence of the device.

Event description:
The patient underwent spinal surgery on levels l5-s1 using seaspine's mariner pedicle screw system on (B)(6) 2020. The patient returned 3 months post-operation and showed 65% improvement with pain. The radiograph showed the left l5 set screw had loosened. There was no additional hardware failure observed by the user beyond the l5 set screw loosening and the patient continues to improve clinically.